Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel swivel mechanism did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The bearing was reseated which ensured the locking mechanism was fully engaging. Philips has started an investigation, and upon completion, a follow up report will be submitted.